Manufacturer narrative:
(B)(4). Results: (stent graft migration, endoleak); (disease progression; neck dilatation and angulated neck). Conclusion: (disease progression; neck dilatation and angulated neck).

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 5 years ago. Aneurysm and vessel morphology at the time of implant were not reported. The patient was apparently asymptomatic and returned for a routine follow-up appointment. A non-contrast CT showed a 5 cm distal migration of the bifurcated stent graft which is now no longer proximally attached but rather found in the aneurysm sac with a proximal type I endoleak. The bifurcated stent graft has also buckled over 90 degrees posteriorly. The aaa size at the time of migration is unknown. At the time of migration, the aortic neck had dilated to 24 mm in diameter at the renals to 32 mm at 15 mm below with 50 degree angulation. The migration was attributed to the aortic neck dilatation and angulation. An intervention will occur at a later date. No clinical sequelae were reported and the patient status is unknown.